Manufacturer narrative:
(B)(4). Concomitant medical products: item# 115330, lot# 612120, comp rvrs shdr glen bsplt +ha. Customer has indicated that the product will not be returned to zimmer biomet for investigation as they remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2019-02372, 0001825034-2019-02372-1.

Event description:
It was reported that the patient had an initial right shoulder arthroplasty on unknown date. Subsequently, the patient is being considered for a revision due to fracture of the glenoid component. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.